Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 27, 2016 that a wallflex biliary stent was implanted to treat an adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2016 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. The tumor size was viewed using pancreatic protocol CT and chest CT and was determined to be 3.5 cm, and endoscopic ultrasound fine needle aspiration (eus fna) was used to obtain a diagnosis of stage iii-t4-n0m0. A baseline assessment of biliary obstructive symptoms was conducted and reported jaundice. Baseline laboratory tests were conducted on (B)(6) 2016. According to the complainant, the patient underwent study stent placement as an inpatient procedure on (B)(6) 2016. A biliary sphincterotomy was performed during the procedure, and prophylactic antibiotics were administered. The 10mm x 60mm wf biliary fully covered stent was reported to have been placed in a satisfactory manner. On (B)(6) 2016 the patient presented with cholangitis that was deemed to be related to the study stent placement procedure. It was also noted that the stent was kinked or deformed. The patient had a prolonged inpatient general hospitalization. It was reported that the event had resolved on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation on july 27, 2016 that a wallflex biliary stent was implanted to treat an adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2016 as part of (B)(4) trial. The tumor size was viewed using pancreatic protocol CT and chest CT and was determined to be 3.5 cm, and endoscopic ultrasound fine needle aspiration (eus fna) was used to obtain a diagnosis of stage iii-t4-n0m0. A baseline assessment of biliary obstructive symptoms was conducted and reported jaundice. Baseline laboratory tests were conducted on (B)(6) 2016. According to the complainant, the patient underwent study stent placement as an inpatient procedure on (B)(6) 2016. A biliary sphincterotomy was performed during the procedure, and prophylactic antibiotics were administered. The 10mm x 60mm wf biliary fully covered stent was reported to have been placed in a satisfactory manner. On (B)(6) 2016, the patient presented with cholangitis that was deemed to be related to the study stent placement procedure. It was also noted that the stent was kinked or deformed. The patient had a prolonged inpatient general hospitalization. It was reported that the event had resolved on (B)(6) 2016. Additional information received on october 6, 2016. The cholangitis that the patient experienced on (B)(6) 2016 was due to ptbd tube placement and was not due to the wallflex biliary stent. Previously, it was reported that the stent was damaged. However, the site confirmed that there was no damage noted on the stent.